Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. While the physician was looking at the 3.0x12mm taxus liberte' drug eluting stent, it was noted that one of the struts was "defective". Multiple attempts made to obtain additional info have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.